Manufacturer narrative:
An event regarding osteolysis involving an unknown stem was reported. The event was not confirmed. Method and results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿failure of biologic fixation nineteen years status-post total hip arthroplasty with osteolysis secondary to wear through of the polyethylene with metallosis is not unexpected. Persistent groin pain and a second revision four years later after seating the revision acetabular component on allograft in a compromised host acetabulum is also not unexpected. The second revision was to a zimmer component, which subsequently was infected. From the available clinical information there is no evidence of implant related factors.¿ product history review: a product history review could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the reported event regarding osteolysis was not confirmed nor the root cause determined based on the clinician¿s review. The clinician stated, ¿failure of biologic fixation nineteen years status-post total hip arthroplasty with osteolysis secondary to wear through of the polyethylene with metallosis is not unexpected. Persistent groin pain and a second revision four years later after seating the revision acetabular component on allograft in a compromised host acetabulum is also not unexpected.¿ the reported event alleges issues within the acetabular components. If further information becomes available the complaint will be reopened and re-evaluated.

Event description:
Medical review: ¿on (B)(6) 2009 a revision of the left acetabular component and femoral head with an allograft to the acetabulum was performed for a diagnosis of failed left acetabulum with osteolysis. The operative report notes "marked black metal-on-metal synovitis on the entire thigh and hip and an extensive synovectomy. Complete wear through the poly , the head was articulating with metal in dome with wear away of one of the acetabular screws. The report further notes, cup was loose, removed with osteotomes; posterior column, erosion through to sciatic notch and erosion into pubis and ischium; filled with 60 ml of allograft.